Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 4 infusion set fell off events on 26-may-2024. The infusion sets were in use for less than a day. The glucose level at the time of incident for 4 infusion sets was 120 mg/dl, 300 mg/dl, 150 mg/dl and 225 mg/dl respectively. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 4 of 4.